Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a troponin t value of 134 ng/l, which repeated as 261 ng/l. The sample was also repeated on a second analyzer, resulting with a value of 30.3 ng/l. The second sample initially resulted with a troponin t value of 121 ng/l, which repeated as 224 ng/l. The sample was also repeated on a second analyzer, resulting with a value of 25.6 ng/l. The third sample initially resulted with a troponin t value of 55ng/l. The sample was repeated twice, resulting with values of 239 ng/l and 4.51 ng/l. The fourth sample initially resulted with a troponin t value of 361 ng/l. The sample was repeated twice, resulting with values of 132 ng/l and 133 ng/l. The fifth sample initially resulted with a troponin t value of 4.61 ng/l. The sample was repeated three times, resulting with values of 340 ng/l, 3.99 ng/l, and 5.27 ng/l. The troponin t reagent lot number was 419260. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us.